Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report, and the physician stated that there was no device failure during the procedure. The perforation reportedly occurred accidentally during the endoscopic submucosal dissection. The current condition of the patient is unknown. There was no equipment returned to olympus for evaluation. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic endoscopic submucosal dissection (esd) for treating early gastric cancer, the physician was said to have noted a perforation in the stomach. The perforation was said to have been treated by using clips, and the procedure completed. No further details was provided.